Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a 4.5mm cannulated screw broke off and disintegrated during the left ankle open reduction internal fixation (orif) of the distal fibula and medial malleolus with syndesmosis fixation. An ankle fixation required a left 5-hole variable angle distal fibula plate which was used with eleven (11) unknown small fragment screws. The 4.5mm cannulated screw was used to reduce the second fracture of the ankle. The cannulated screw was inserted halfway when the surgeon took an in-theater x-ray, and revealed that the cannulated screw begun to break and disintegrate. Thus, the surgeon removed the cannulated screw and most of the parts of the broken screw and replaced with a new 4.5mm cannulated screw. Another x-ray was taken and showed that the new screw was successfully implanted, and the procedure was successfully completed. The surgeon commented that there were small fragments from the previous screw that could not be removed from the bone. It is possible that the first cannulated screw collided with a previously inserted screw from the fibula plate which then caused the screw to break, but this is unconfirmed. There was a five (5) minute surgical delay. Patient outcome is unknown. Concomitant devices reported: unknown va distal fibula plate (part #: unknown, lot #: unknown, quantity:1) and unknown small fragment screws (part #: unknown, lot #: unknown, quantity: 11). This report is for one (1) 4.5mm cannulated screw partially threaded/54mm. This is report 1 of 1 for (B)(4).

Event description:
Procedure was completed successfully. Surgeon had no concern that the product failure would have any issue or impact on the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5. D10: device is not expected to be returned for manufacturer review/investigation. H3, h6: complaint description (broken) is confirmed based on the received photographs. H11 corrected data: b4, g4: these dates were inadvertently reported as (B)(6) 2019 due to time difference. The correct date is (B)(6) 2019. E1: initial reporter address. E3, g5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.